Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Refer to the attached vendor evaluation for further details.

Event description:
On 03/09/2022, it was reported by a facility representative via (B)(4) that an ar-6480 pump suction valve was not working as intended. This was discovered during a procedure. The case was completed by using a different ar-6480.